Manufacturer narrative:
Product complaint # (B)(4). Complainant device/ part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the lack of edge on the drill. This complaint involves two (2) devices. This report is for one (1) 3.2mm percutaneous drill bit qc/300mm/calibrated. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 324.212, lot: 85p1639, manufacturing site: bettlach, release to warehouse date: 03 february 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ø3.2 l145/120 2flute (p/n: 324.212, lot # 85p1639) was returned and received at us customer quality (cq). Upon visual inspection, the tip of the drill bit is slightly deformed might be the reason for the alleged dull condition. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Functional test: functional test cannot be performed because the device was received by itself. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed drill bit for quick coupling. Complaint confirmed? The overall complaint be confirmed due to received condition of the device. Investigation conclusion the complaint condition is confirmed for the drill bit ø3.2 l145/120 2flute (p/n: 324.212, lot # 85p1639). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was successfully completed without delay. The patient outcome was excellent.